Manufacturer narrative:
The device was not returned for evaluation. We are unable to unable to confirm the kinked condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And "if your reading is above 500 mg/dl, the pdm displayed 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that she activated the device at 7:35 am on (B)(6) 2012 and at 8:30 am, her blood glucose measured 236 mg/dl. She corrected with a 4 unit bolus, but her bg rose to 402 mg/dl by 10:05 am. She bolused another 6 units but shortly after her bg read "high" (>500 mg/dl). When she pulled the pod off she noticed that the cannula was kinked and had blood in it.